Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 44 mg/dl, 47 mg/dl, 52 mg/dl and treated with glucose tabs and ginger ale. The customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was over delivering. Customer reported that the programming was accurate. Customer reported that the insulin pump was not worn during a medical procedure or test. Customer was using auto mode feature at the time of low blood glucose. The insulin pump will not be returned for analysis.